Event description:
It was reported that there was poor contrast or no display of the indicator icons on the controller. The controller was replaced. The problem resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of poor contrast and no display of the indicator icons on the controller was not confirmed. The heartmate 3 system controller (serial number (B)(4) was not returned for analysis. Additionally, there were no photos, log files, or any other supporting documents submitted that would have indicated an issue with the system controller. The controller was manufactured 28december2016, the product life of a system controller is a minimum of 3 years. Provided information stated that the controller has been disposed of and the problem was resolved after replacing the devices. The root cause of the reported event could not be conclusively determined through this analysis. However it should be noted that system controller hsc-009237 was manufactured prior to an implementation which replaced the type of led on the user interface pcb to reduce occurrences of dim leds during the product life. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller (serial#: (B)(4) was shipped from abbott on (B)(6) 2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.